Event description:
Unomedical reference number (B)(4). Event occurred in the united states over the last 4-5 months, event possibly on 12/1/23 as event date. It was reported by the patient that two infusion sets cannula were kinked and reported bleeding at infusion set insertion site. Event occurred over the last 4- 5 month. The infusion set was in use for less than 3 hours and was inserted in the abdomen. Customer's blood glucose at time of issue was noticed as 300 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2.